Event description:
During an endoscopic retrograde cholangiopancreatography in the duodenum, the physician used multiple cook memory ii double lumen extraction baskets. It was reported that in multiple instances, while operating the handle to retrieve a stone inside the bile duct, the screw of the device handle became loose. The nurse tightened the screw again to secure it. Afterwards, when trying to retract the basket back into the sheath and then pulling it out again, the handle would not move [unable to retract basket - subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.